Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the emergency room for an unrelated issue. Upon interrogation, the atrial lead exhibited noise. Chest x-ray showed that the lead did not have much slack. No intervention was reported.